Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during an acl reconstruction the tightrope tore. Since the device was not received, a physical evaluation could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.

Event description:
It was reported that during an acl reconstruction the tightrope tore. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.